Event description:
It was reported the customer received a compromised force sensor system alarm during an infusion set change. Customer's blood glucose was unknown. The customer's call was transferred before any other information was provided. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.